Event description:
Consumer complaint of blood result reading of "hi". On (B)(6) 2014 - a follow up call was made to the customer in efforts to verify hi reading displayed on the meter. I spoke to the customer whom stated that his meter displayed blood gluocse results as "hi". Customer stated that on (B)(6) 2014, he went to the hospital as advised and was admitted with a blood glucose reading of over 580 mg/dl. Customer provided me with results of the meter memory as follows. See scanned table.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/18/2014).